Event description:
It was reported by service report that the customer alleged that the jack would raise unintentionally. Stryker technician evaluated the unit and could not duplicate the alleged event; stryker technician found the jack to be operating within specification.